Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of over 600 mg/dl. Cause was unknown. A correction bolus was delivered to address elevated bg. Recommendation was made to consult with healthcare provider regarding diabetes management.